Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a carotid artery stent procedure using the protege rx stent. The target lesion was located in the mid common carotid artery and was characterized by moderate tortuosity, moderate calcification, plaque, and 70% stenosis. Embolic protection was used with a spider device. After stent deployment, there was difficulty removing the device, and the delivery catheter caught on the stent upon withdrawal. The device had passed through a previously deployed stent, but no resistance was encountered and no excessive force was used. The procedure was completed by replacing the device with a new medtronic carotid stent, and the product was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the stent involved in the "delivery catheter getting stuck" was the protégé rx stent implanted during this procedure. To address the catheter entrapment, the operator first retrieved the problematic stent via endovascular intervention and subsequently, a new protégé rx stent (same model) was deployed, and the procedure was successfully completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the device was safely removed from the patient and there was no exposed/visible damage to the stent upon removal. Deformation was noted to the stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.